Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. The person who contacted ventec did not provide the name of their facility, contact information or the serial number of the device. There were no reports of patient involvement associated with the reported event.